Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united sates. It was reported that the patient faced the infusion set kinked cannula issue on (B)(6) 2025. The patient noticed symptoms in three or more hours. The infusion set is in use for five hours. The site insertion area was abdomen. The patient went to the emergency room and eventually got hospitalized on (B)(6) 2025 and subsequently got shifted to intensive care unit (ICU) due to high blood glucose levels and positive ketones which was life threatening to the patient. The patient also experienced symptoms of kidney injury and gastrointestinal bleed. The blood glucose level was 1100 mg/dl at the time of event and got treated with intravenous and fluids of saline and other types of fluids and insulin and took medications. The patient was discharged from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . A complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint, and due to the absence of a specific lot number or part number, a high level investigation was conducted for the assigned malfunction in infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc 5inch, autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The investigation included an electronic quality management system eqms search, assessment of complaint trends, and review of applicable risk management documentation. No systemic issues were identified during this high level review. Please refer to the attached memos for full details. Autosoft 90 cannula, autosoft xc cannula, autosoft xc 5 inches cannula, investigation closure report autosoft 30 loss physical integrity cannula, autosoft 30 tlock loss of physical integrity cannula, varisoft_cannula enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) monthly trips and alerts. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion . Due to the absence of a lot number, part number, and returned product, the investigation was limited to a high level review of the assigned malfunction in relevant soft cannula infusion set products distributed to the customer. This included but it was not limited to autosoft xc, autosoft xc 5 inch, autosoft 90, autosoft 30, autosoft 30 t-lock, and varisoft product families. The review included an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
To date no additional patient or event details have been received.